Event description:
The customer reported a blank display when pressing the buttons. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display during button pressing. The problem was isolated to the liquid crystal display board.